Event description:
Patient was revised to address metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update 6/25/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, squeaking, and malpositioned cup. Lab results from (b)(60 2013 indicated elevated metal ion levels. The cup and stem are being added to the complaint.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update: litigation papers received (B)(4) 2014. Litigation alleges that the patient suffers from pain and discomfort. Date of implant has also been provided. Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs alleges metal wear.